Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to oversensing, high, out of range shock impedance and high pacing impedances. Also, high pacing thresholds were observed. No pacing inhibition was observed. A new rv lead was implanted at the same surgical intervention. No additional adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.